Manufacturer narrative:
UDI# (B)(4).

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one eea 28mm single-use stapler. The visual inspection and functional evaluation of the device had acceptable results. Visual and functional testing of the returned product confirmed the product met specifications that were tested regarding the reported condition. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
(B)(4). Phone number: (B)(6) user facility is provided. (B)(4).

Event description:
According to the reporter, during an anterior resection procedure, only half of the stapler fired. The stapler cut the tissue but did not apply half of the staples. The device partially fired and the staple line was incomplete, which was corrected by oversewing. This was done to prevent permanent damage to a body structure. An ethibond suture was used as reinforcement material. There was blood loss of over 500cc. Surgical time was extended over 30 minutes due to the product problem, but no adverse event was reported as a result of the extension of surgical time. The last known patient status was stable.